Event description:
Reportable based on returned device analysis completed on 09 november 2023. It was reported that a core wire kink and difficulty flushing occurred. A left atrial appendage (laa) closure procedure was being performed and a 33mm watchman laa closure device & delivery system (wds) was being prepared for flushing. The core wire became kinked and the wds could not be flushed successfully. A new wds was used to complete the procedure. No patient complications were noted. However, the returned device analysis revealed that there was implant and tip damage on the wds consistent with deploying and recapturing the closure device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system with the implant in the sheath. The implant, core wire, tip, sheath, and hub/valve were microscopically and visually examined. Inspection revealed the sheath was flattened the entire length. There were numerous kinks in the sheath. There was a pinhole in the sheath 13.5cm proximal of the tip with numerous deep abrasions around it. There was tip damage as there were abrasions on the inside of the sheath tip, and the tri-cuts were flared. There was implant anchor damage. The implant and tip damage are consistent with deploying and recapturing the implant. The core wire was kinked 4cm from the distal end. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was not able to be flushed properly. The device was not able to backflush, and air was not able to be purged from the device. The valve was removed and microscopically examined. The silicone valve was found to be damaged. Product analysis confirmed the reported event of difficulty flushing as the device was difficult to flush and damage to the valve was observed during analysis, which could have contributed to difficulty with the flushing of the device. Product analysis confirmed the reported core wire kink as the core wire was kinked.

Manufacturer narrative:
B5: describe event or problem - updated to note sequence leading to the damage seen in analysis.

Event description:
Reportable based on returned device analysis completed on 09 november 2023. It was reported that a core wire kink and difficulty flushing occurred. A left atrial appendage (laa) closure procedure was being performed and a 33mm watchman laa closure device & delivery system (wds) was being prepared for flushing. The core wire became kinked and the wds could not be flushed successfully. A new wds was used to complete the procedure. No patient complications were noted. However, the returned device analysis revealed that there was implant and tip damage on the wds consistent with deploying and recapturing the closure device. It was further reported that after the procedure, the physician wanted to see why the wds could not be flushed successfully, and the physician deployed and recaptured the closure device outside of the patient. As this occurred outside of the patient, this damage is no longer a reportable issue.